Event description:
It was reported that a user of the ilet experienced hyperglycemia with a fingerstick glucose of 394 mg/dl after a recent infusion site change, with elevated glucose persisting for approximately three hours despite no observed kinks in the removed set and no reported symptoms. Symptoms included no clinical manifestations reported by the user. Outcomes included no hospitalization and no medical intervention beyond routine device use and education. Investigation included troubleshooting and user education to allow the pump¿s algorithm to deliver corrective insulin and to avoid using meal announcements for correction, with advice to consult a healthcare provider for target adjustments. Investigation of this case revealed no confirmed device malfunction or component failure based on user inspection and the absence of alarms, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence for a device-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.